Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that there was a low purge flow. The low purge flow was encountered and the purge fluid was changed to tissue plasminogen activator as a result, which increased the purge flow. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and high purge pressure. No product was returned for evaluation. Data logs were reviewed, optical 5s parameters were consistent with an oscillating contrast issue. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. No problem was found with the pump during the case. No motor current spikes were observed at the start of the purge pressure rise. The root cause of the high purge pressure was most likely due to biomaterial buildup based on data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27003. B7 other relevant history, including preexisting medical conditions updated. E4 should have been left blank on the initial report. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported placement signal issues. Additionally, there was an active unreliable placement signal alarm which was disabled.